Manufacturer narrative:
Follow-up #1: date of submission 06/24/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: keypad cover was removed and contamination was found under all contacts, battery cap is damaged/stripped. Battery compartment cracked from threads to seal and below finger pad. Unrelated to the complaint, the display is dim/fading/reddish, bolus button cover is torn and responds normally, keypad cover is intact and all buttons respond intermittently. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.